Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was having discomfort at the ipg site and was getting shocking sensation inside the pocket site whether the device was turned on or off. Database analysis revealed no anomalies. The patient underwent a revision procedure wherein the ipg was replaced. The patient was reportedly doing well postoperatively.